Event description:
It was reported that at a past refill patient was admitted in the hospital. Patient was nauseated, felt drugged and had a metallic taste in her mouth. It was also added that patient had to wait six months for the last refill when she usually had new meds every three months. Per the healthcare provider there was nothing wrong with the device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted on: (B)(6) 2008, explanted on:unk; catheter model: 8590-1 pouch, lot #: n138477, implanted on: (B)(6) 2008, explanted on:unk.